Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead had high capture threshold and high pacing impedance measurements. The lead was capped and replaced on (B)(6) 2024. The patient was stable throughout the procedure.